Event description:
Citation: w.l. Van rooij, et al. Endovascular treatment of ruptured brain avms in the acute phase of hemorrhage. Ajnr am j neuroradiol. 2012 jun;33(6):1162-6. Doi: 10.3174/ajnr.a2995. Epub 2012 jan 26. The following report was received through review of literature: one patient died of an uncontrollable rise of intracranial pressure after surgical evacuation of a frontal hematoma and complete embolization of a micro-avm. The patients in this study included 16 men and 7 women, with a mean age of 42 (median 39, range 6-74 years). All 23 patients included in the study presented with parencymal hematomas with or without intraventricular or suarachnoid extension.

Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. Reference (B)(4).